Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet sustained impact damage when the device was dropped during play, resulting in a broken and illegible screen while the device otherwise continued to function and blood glucose levels were not affected. Symptoms included no reported clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included collection of use history and return of the impacted device for evaluation. Investigation of this device revealed physical damage to the display consistent with external impact, with no reported performance alarms or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental impact.